Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
6/8/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as itchy skin. The patient consulted a nurse who cleaned the affected area. Follow-up indicated that the irritation had improved.